Event description:
This lens dislocated into the vitreous after a yag procedure. The yag procedure was done 6 weeks post-op. The recommended waiting time for post-op yag procedures is a minimum of 12 weeks the lens replacement required a vitrectomy.